Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated magnesium (mg) results on one patient. The results provided were: on (B)(6) 2019, sid (B)(6) = 2.79mg/dl / repeat = 1.12mg/dl (normal range 1.6-2.6mg/dl). There was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service representative (fsr) observed the cuvette washer nozzle #1 was overflowing and replaced the tubing, peristaltic head (rohs) and hcw pump out to t ftg (rohs) which resolved the issue. Return testing was not completed as returns were not available. A 12-month search for similar complaints identified no trends of the tubing, peristaltic head (rohs) and hcw pump out to t ftg (rohs) with regard to discrepant patient results. A review of the c4000 tracking and trending data revealed no systemic issues or trends associated with the erratic result described in this complaint. The architect system operations manual provides adequate information, troubleshooting, and maintenance concerning erratic / discrepant results. Including, but not limited to, the replacement of the tubing, peristaltic head (rohs) and hcw pump. The architect c4000 system service and support manual contains adequate information for the removal, replacement, and verification of the tubing, peristaltic head and the hcw pump. Based on the investigation no product deficiency was identified for the tubing, peristaltic head (rohs) (part number 7-35009685-02) or the hcw pump out to t ftg (rohs) (part number 7-205612-01).